Event description:
It was reported that a flogard infusion pump experienced the f-38 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log was not able to identify any occurrences of the f-38 alarm. Functional testing found the force sensing resistors (fsrs) to be out of calibration, which is a known cause of the f-38 alarm. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.